Event description:
Device malfunction: none. Symptoms/ae: bradyarrhythmia. Time of symptoms/ae: after the procedure in 2007. It was reported that after the procedure, the patient was noted to have bradycardia. The event did not require treatment and the patient was instructed to stop taking medication (diltiazen) until further notice. The condition has improved, but had not resolved at date of discharge. No patient injury or effect was reported. No additional information available.